Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient believed their controller was not on. The patient was not feeling stimulation. The patient was assisted with their controller that they were having a hard time to use. The patient stated they had never done it before and didn¿t have a clue. The patient was able to follow instruction and was feeling stimulation comfortably after the adjustment. On (B)(6) 2017 the patient reported that they thought their urinary symptoms were getting worse because they didn¿t realize they had to catheterize that much and they did not know exactly what they were doing and it worried them. The patient had concerns because they were not feeling any stimulation and they increased amp up to the highest point the day after the report where they got the message of ¿this program will not go any higher at amp 12.5¿. The patient was unable to feel any stimulation, they felt something quiver in their stomach and felt that was because they were upset with everything. The patient was advised to allow 24 hours for the program change. The patient wanted to talk with their doctor about the implant surgery scheduled on (B)(6) 2017, they wanted to wait until they got used to the therapy. On (B)(6) 2017 the patient reported they rated the evaluation a 1, they didn¿t need to use a catheter before the evaluation but now had to. No further complications were reported.